Event description:
The patient experienced signs of infection. Symptoms included redness, pain, and fever. The patient was seen by her hcp. The implantable neurostimulator system was explanted in 2009, due to infection. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.